Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Letter alleges customer sustained an injury to her foot as a result of a malfunction of the wheelchair she purchased that was not fit for its purpose.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Letter alleges customer sustained an injury to her foot as a result of a malfunction of the wheelchair she purchased that was not fit for its purpose.